Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 350 mg/dl while wearing the pod between 4 and 24 hours. Symptoms reported include feeling sick, and vomiting. The patient was treated with IV (intravenous) fluids, IV insulin, and nausea medication. The doctor also advised to replace the pod. The patient was released the same day. It was reported that the pod was leaking insulin.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.